Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal left circumflex (dlcx) artery with heavy calcification and heavy tortuosity. The 2.75x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, a leak of contrast was noted and a rupture was noted to have occurred at 8 atmospheres during the first inflation. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another trek balloon was used with an extension catheter to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement due to interaction with the heavy lesion calcification. It is likely that the balloon material was damaged during advancement resulting in rupture during inflation.